Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified antibiotics (added in dianeal bag, dose, frequency, and duration not reported) for peritonitis. The patient did not require hospitalization. The cause of the event was not reported. At the time of this report, the patient was recovered from the event. Additional information is not available.